Manufacturer narrative:
Correction: aware date has been updated from 11-16-2023 to 11-14-2023.

Event description:
Additional information received reported the tubbing was broken and the cylinder "can be detected on the penis." The device was replaced.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
A review was completed of all complaint attachments including medical records, device and patient photos, and communications. A titan touch was implanted. It was a replacement of a first titan touch that was implanted. The second device, the subject of this investigation, was revised due to alleged malfunction. During the revision a right cavernous body aneurysm and impending lateral cylinder erosion/extrusion was observed. The defect in the right corpora was sutured. The device was not received for evaluation, although photos were received and examined by coloplast quality who stated: "the tubing is no longer connected to the remainder of the device and the cylinder bladder looks abnormal. Without the benefit of analyzing the device, quality cannot confirm any observations nor surmise the root cause". There is no information that indicates user misuse or pre-existing conditions were factors in the alleged failure of the second device.

Event description:
A clinical assessment of the medical records concluded a review was completed of all complaint attachments including medical records, device and patient photos, and communications. A titan touch was implanted. It was a replacement of a first titan touch that was implanted. The second device, the subject of this investigation, was revised due to alleged malfunction. During the revision a right cavernous body aneurysm and impending lateral cylinder erosion/extrusion was observed. The defect in the right corpora was sutured. The device was not received for evaluation, although photos were received and examined by coloplast quality who stated: "the tubing is no longer connected to the remainder of the device and the cylinder bladder looks abnormal. Without the benefit of analyzing the device, quality cannot confirm any observations nor surmise the root cause". There is no information that indicates user misuse or pre-existing conditions were factors in the alleged failure of the second device.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device doesn¿t work. The prothesis broke after surgery in 2020.